Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the allegation was unconfirmed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they were having a hard time recharging their ins. Pt said they were recharging the ins for over an hour and only got it charged up to 40% (pt got up to 50% on the call). Pt was having long recharging times. Pt said they have always had this problem but it hadn't been as bad as it was the other night. Pt said the recharger (rtm) looked good but that the rtm had gotten hot when recharging. An email was sent to the repair department to replace the rtm. Pt mentioned that they were living on hydrocodone 10mg, they have an MRI on monday because they are seeing a new healthcare provider (hcp), and will also be meeting with a manufacturer representative at the hcp appointment. Pt was very hard to understand on the call. No symptoms were reported.